Event description:
Stent graft was implanted at (B)(6). Since implant, physician has coiled ima ((B)(6) 2008). Physician placed a right external iliac artery extension ((B)(6) 2008) after embolization of right hypogastric artery with an amplatzer plug. Physician coil embolized right lumbar arteries for a persistent type ii endoleak ((B)(6) 2008). Pt continues to leak (per CT scan). Additional info received (B)(6) 2010: the physician has previously treated type ii's and type I b's, but each pt has a persistent endoleak which the physician believes to be type iii's. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Aneurysm enlargement is labeled in the IFU. Endoleaks are labeled in the IFU. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. Initial repair was performed approx (B)(6). The pt has a history of persistent type 2 endoleaks and possibly a type 1b. Physician reclassified the endoleaks as type 3 endoleaks. We are unable to comment on the pt's suitability for evar or possible contributing factors of the suspected endoleaks without additional info. Etiology of the endoleak is unk. As with all endoleaks, it is important that the treating physician follow the pt's endoleak appropriately, and provide further treatment if the physician feels the pt is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate (B)(4) personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.